Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient underwent a hernia repair surgical procedure. Dianeal therapy was ongoing. It was not reported if the patient was recovered or was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). On an unknown date in (B)(6) 2015, the patient experienced a hernia. Twenty-nine days prior to the initial receipt of this report, the patient was hospitalized for the hernia. The type of hernia was unknown. The patient was recovered from the hernia (previously, the outcome was not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.